Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. It is observed that the metal disc is broken and all the shaft of the drill bit is intact. This complaint can be confirmed. Excess striation on the shaft indicate the drill bit was heavily used and can be confirmed with the event reported that user added excessive force during drilling and it was off axis to avoid the place where the anchor was already inserted. This failure can be attributed to device rough handling. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. The lot number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during bankart repair, it was observed that the stopper part of the gryphon drill bit device broke. It was noticed outside of the body after the surgeon finished drilling the 4 bone holes. The surgery was completed without problem. It was reported that the surgeon added excessive forth during drilling and it was off axis to avoid the place where the anchor was already inserted. No broken piece was left in the patient¿s body. No surgical delay or harm to the patient was reported. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.